Event description:
It was reported that the patient presented with recurring incontinence. An artificial urinary sphincter (aus) revision surgery was performed and upon removal a hole in the pressure regulating balloon (prb) was observed. All components were removed and replaced. The physician believes that the cause of the balloon hole was a puncture with the suture needle. No further information was provided.